Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression surgery due to lumbar spinal canal stenosis. Intra-op, arm of the rigid flexible arm could not be fixed and it idled even tried to fix with the lever. No patient complications were reported due to this event.